Manufacturer narrative:
Correction: this MDR is being submitted to correct the submitted expiration date under d4 and manufacturing date under h4. Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions. H11: investigation summary - complaint investigation results: a complaint investigation has been initiated under complaint investigation child record (B)(4). The batch 6011627 in question was manufactured at the reynosa site. Device history record (DHR) review: the lot 6011627 was manufactured according to the work instruction (wi) version 82 and packaging in the multivac m12 on 10-feb-2025, with a total of (B)(4) units. Review of the DHR showed that all relevant tests required during the related processes had been fulfilled and met the requirements. No deviation was identified, nor maintenance events were recorded related to complaint code. The sub-assembly: assembly of the lot 5b00459 was manufactured according to the wi version 27 and assembled in the quickset line, on 08-feb-2025, with a total of (B)(4) units. The sub-assembly: assembly of the lot 5b00460 was manufactured according to the wi version 27 and assembled in the quickset line, on 09-feb-2025, with a total of (B)(4) units. The sub-assembly: gluing of tubing of the lot 5b00441 was manufactured according to the wi version 42 and manufactured in the line mp04 and mp08, on 07-feb-2025, with a total of (B)(4) units. The sub-assembly: gluing of tubing of the lot 4m01580 was manufactured according to the wi version 42 and manufactured in the line mp04 and mp08, on 12-dec-2024, with a total of (B)(4) units. Review of the DHR showed that all relevant tests required during the related processes had been fulfilled and met the requirements. No deviation was identified, nor maintenance events were recorded related to complaint code. Conclusion summary of complaint investigation: as a result of the following: no non-conformance (nc) raised during production related to complaint code, no trend identified for the lot in question and malfunction code, no further actions are required. This complaint will not require further root cause investigation nor corrective and preventive action (CAPA) plan. Therefore, this issue will be monitored through the post market surveillance activities.

Event description:
To date no additional patient or event details have been received.

Event description:
Reference number (B)(4) event occurred in hungary. It was reported that patient faced infusion set detachment event on (B)(6) 2025. The site of detachment was from quick release. The infusion set was in use for one day. No further information available.

Manufacturer narrative:
E1: patient city - (B)(6) patient country - hungary.